Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading was over 900 mg/dl at the time of the event. Troubleshooting was performed. It was discovered that the basal rates were not programmed. The customer was advised to contact her doctor to get her basal rate settings. Nothing further was reported.